Event description:
It was reported that the device was getting hot during use at user facility. The user facility was not able to provide any further information regarding the reported event.

Event description:
It was reported that the device was getting hot during use at user facility. Upon follow up, customer confirmed that the device did not overheat and it was just not working.

Manufacturer narrative:
The device has been received, failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Manufacturer narrative:
The device did not overheat, this report was filed in error.